Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate atrial tachy response (atr) episodes due to far field oversensing. Programming options were discussed and recommended. Reprograming efforts were performed. Currently, this product remains in service and no adverse patient effects were reported.